Event description:
The healthcare practitioner experienced an er1 message while doing a quality check on the surestep meter. Hcp was using the normal control solution when the er1 message appeared. Hcp retested and passed the quality check. Hcp never experienced the er1 while testing a patient. There was no allegation of harm or medical intervention.